Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient was experiencing pain in the prostate area and had not felt stimulation in a week. The change in therapy/symptoms was noted to be sudden. Due to the pain, he did not adjust stimulation. He also had a clostridium difficile (c. Diff) infection, but he didn¿t think that was what was causing the issues. His doctor wanted the patient to meet with a manufacturer representative to check out the implantable neurostimulator (ins). Adjustments were made by manufacturer representatives, but sometimes they made it worse. The pain and loss of stimulation had not been resolved. The ins hadn¿t worked as expected except in the first few months he had it. The patient wasn¿t sure what circumstances let to the issues, other than the ¿first time remote, since replaced, has not worked as the first one put it.¿

Event description:
Additional information received as patient reported that very first device was good 3 months and then somehow remote got screwed up and that day on never been happy with it. They were getting up frequently at night. They went to new urologist saw factory representative few minutes and nothing came out of it. They made an appointment with doctor for (B)(6) and wanted a representative there. Patient had tried to increase and tried new programs, 2 and 4 and then gets to point where stimulation was in rectum or genital area and it was very uncomfortable. Patient did not feel tens effect. Patient stated 5-6 surgeries near that area of implant and also mentioned 40 surgeries that were not related to implant. Patient was not feeling stimulation. Patient was on all these pills again and that was why they got device so they would not have to take these pills. Patient mentioned replacement due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.